Event description:
It was reported that "part of a surgically implanted pain pump was left inside the patient's body" despite their request to have "everything" removed. Patient indicated x-ray showed what was left behind, "took out the pump, left the leads." It was noted that the device "never worked properly" after it was implanted and later adjusted. The patient indicated he had enough and wanted to go back to oral medications. It was not known what drug the pump delivered.

Event description:
It was reported that the patient's medical records indicated that a pump was implanted in his body in 2001 and revised in 2005. The patient could not find a surgeon who would "remove the leads from his pain pump". It was unclear which device the patient was referring to as the patient had a stimulation device implanted in 2001 and revised in 2005, and the patient's pump device was not implanted until 2006 (please refer to mfg report # 3004209178-2012-04417 and 3004209178-2012-03728).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc serial # (B)(4) implanted on: explanted on: unknown. Catheter model # 8596 serial # (B)(4) implanted on: (B)(6) 2007 explanted on: unknown. Catheter model # 8709 serial # (B)(4) implanted on: (B)(6) 2006 explanted on: unknown. (B)(4).